Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the ins would take over two hours to recharge from 0% to full. Pt said that it would take two hours and twenty minutes to recharge the ins and the ins charge would only last six hours. Agent asked the pt if they had any recent ins reprogramming and pt said that on their last visit, they were changed to group c with the intensity on 3. Pt said that they backed the intensity down to 2.7 to try and get the ins charge to last longer. Agent reviewed with the pt that the ins battery depletion rate was based on therapy settings/usage. Agent asked the pt if the issue was occurring after they switched to group c and pt said no as they were having the same problem with group b so that's why they were changed to group c. Pt said that the issue was very frustrating. Pt then said that this weekend they were picking strawberries when it seemed liked every nerve fiber in their back seemed to burn from left to right and up and down and all across. Pt said that they went to their family doctor yesterday and that they had had their shingles shot, so they were wondering if the issue was related to the ins. Agent redirected pt to hcp to further address the reported issues. When asked for the event date, pt said that it had been since they got the ins. Pt said that they spoke with an hcp yesterday who told them that they would schedule an appt for them if they didn't hear back from the rep. Pt said that they were in more pain than they had every experienced and the pain hadn't let up. Pt said that the only way to get relief was to have jergen's lotion put on their back. Agent urged the pt to consult with hcp.